Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro turned bright red in the patient's leg. The device was immediately taken out of the leg and a replacement hemopro and cable were used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on may 10, 2010. A visual inspection revealed that the jaws were very burnt and charred, and the silicon was cracked. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test during several device actuations, therefore, a device malfunction was not confirmed. The report that the device turned bright red is confirmed, based upon the visual examination. A lot history record review was performed and there was no nonconformance that could have caused the reported failure mode. This failure mode is currently being investigated in our CAPA process. (B)(4).